Event description:
The customer reported experiencing intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level. To resolve the problem, the customer attempted to change the cartridge and infusion set. Ultimately, the customer continued to use the pump for insulin therapy.